Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported event was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report could not be confirmed. The front panel was not flashing during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned his olympus visera elite xenon light source loaner device with a complaint of the front panel flashing. Reportedly, there was no patient involvement during this event.